Event description:
It was reported that the customer had cracks near the battery compartment. The customer blood glucose level was unknown. Troubleshooting was not performed but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports that the insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.